Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose over 600mg/dl. It was stated that the customer was wearing the device at time of his admission, and the doctor believes that the insulin pump was no longer functioning. The nurse will have the customer call back for troubleshooting. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.